Event description:
On (B)(6) 2009, the patient reported that she experienced e4 (occlusion) errors each hour last night. She stated that she believes the cause of the e4 errors is air bubbles in the luer connection of the infusion tubing. She stated that she disconnects the infusion tubing from the adapter and "taps" the air out of the luer and reconnects and this clears the error. She stated that today she has been unable to clear the error and she disconnected from the infusion device. She stated this has been an ongoing issue for 2 years and she now only uses the infusion device for basal insulin and she injects insulin via syringe for boluses. She is out of supplies and is expecting a shipment of infusion sets today. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were requested to be returned for evaluation.